Manufacturer narrative:
The gross traction device has been sent back to steris montgomery for evaluation. The investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
The evaluation revealed assembly errors within the gross traction device. When the unit was reassembled to specification, it was found to function normally and correctly. A review of on-hand inventory was conducted and revealed this to be an isolated event. No additional issues have been reported.

Event description:
No procedural delays/cancellations were reported.

Event description:
The user facility reported their gross traction device did not function properly during a patient procedure. No injuries were reported.